Event description:
On (B)(6) 2007, the pt was implanted with an scs sys. The pt had lost weight and was planned for revision. On (B)(6) 2010, while the doctor was taking the pt into the operating room, the pt said that they felt heating at the ipg pocket when recharging the ipg. On (B)(6) 2010, the dr decided not to replace any product. The doctor simply relocated the pt's existing ipg. Afterwards, the pt said scs system was working normally and that there was no heating during recharge anymore (since the doctor revised pocket). No product will be returning.

Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.